Event description:
Reportedly the device was explanted at implant in 2007, due to unknown reasons. Two days prior, surgeon's office response states device was explanted due to insufficiency. Unknown if device is available for return. No further info has been received on this pt and/or device.

Manufacturer narrative:
Device not returned.